Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('strong pelvic pain') in a female patient in her forties who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criterion medically significant), groin pain ("pain in my groin "), muscle contractions involuntary ("contractions "), fatigue ("extreme tiredness") and diarrhoea ("diarrhea "). On an unknown date, the patient experienced renal pain ("pain in my kidneys") and anxiety ("anxiety attacks"). At the time of the report, the pelvic pain, groin pain, renal pain, muscle contractions involuntary, fatigue, anxiety and diarrhoea outcome was unknown. The reporter considered anxiety, diarrhoea, fatigue, groin pain, muscle contractions involuntary, pelvic pain and renal pain to be related to essure (ess205). The reporter commented: the patient could not even walk due to pain. It was difficult to get out of bed, get dressed, be with her daughter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('strong pelvic pain') in a female patient in her forties who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criterion medically significant), groin pain ("pain in my groin "), muscle contractions involuntary ("contractions "), fatigue ("extreme tiredness") and diarrhoea ("diarrhea "). On an unknown date, the patient experienced renal pain ("pain in my kidneys") and anxiety ("anxiety attacks"). At the time of the report, the pelvic pain, groin pain, renal pain, muscle contractions involuntary, fatigue, anxiety and diarrhoea outcome was unknown. The reporter considered anxiety, diarrhoea, fatigue, groin pain, muscle contractions involuntary, pelvic pain and renal pain to be related to essure (ess205). The reporter commented: the patient could not even walk due to pain. It was difficult to get out of bed, get dressed, be with her daughter. Quality-safety evaluation of ptc: unable to confirm complaint. A ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.